Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) regarding one inappropriate shock and three bursts of anti-tachycardia pacing (atp) delivered due to atrial arrhythmia with rapid ventricular response (rvr). Upon review, there were short runs of ventricular fibrillation (vf) complexes that did not match the template. The field representative planned to review medications and medical compliance with the device clinic. In addition, technical services (ts) explained that the currently programmed monitor zone contributed to the inappropriate therapy by keeping the device in a tachy-detected state. Ts recommending discussing with the clinic whether the monitor only zone was needed. Additional information received approximately 5 months later reported that this ICD delivered an inappropriate shock due to atrial arrhythmia with rvr. Previous programming considerations were reviewed. The health care professional (hcp) stated that medical management was planned and will be reviewed further with the physician. This ICD system remains in service. No additional adverse patient effects were reported.